Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was at the site. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the information in this complaint (B)(4) with malfunction code occlusion at infusion site (e.g. Occlusion alarm from the infusion pump may have sounded) (specific cause not identified). The batch 6009088 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 03 and wi guidance for functional testing for complaints area version 02 for the occlusion at infusion site (e.g. Occlusion alarm from the infusion pump may have sounded) (specific cause not identified). Complaint investigation test results: visual test according to wi version 3 on reference samples, reference samples passed the test. Functional (flow test) test according to wi version 2 on reference samples, reference samples passed the test. Device history record (DHR) review: the lot 6000124 was packaged according to the wi version 90, packaged in the machine multivac 10, on 10/mar/2023 with a total of (B)(4) units. Welding DHR review: the lot 3c01228 was manufactured according to the wi version 29, manufactured in the machine ls06-ls07-ls11-ls24-ls25, on 08/mar/2023 with a total of (B)(4) units. The lot 5419422 was manufactured according to the wi version 28, manufactured in the machine ls06-ls07-ls11-ls24-ls25, on 26/feb/2023 with a total of (B)(4) units. Glue connector DHR review: the lot 5419416 was manufactured according to the wi version 35, manufactured in the machine gluing 9, on 28/feb/2023 with a total of (B)(4) units. The lot 5419415 was manufactured according to the wi version 34, manufactured in the machine gluing 3, on 26/feb/2023 with a total of (B)(4) units. Trending: a query was run in database on 25/jun/2025 against malfunction code evaluated occlusion at infusion site (e.g. Occlusion alarm from the infusion pump may have sounded) (specific cause not identified) and lot 6000124 and other 1 complaint have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples related to the complaint, no non-conformance (nc) raised during production related to complaint code, other 1 complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.